Event description:
It was reported that during a battery replacement, an impedance check showed one lead with electrodes >10000. The physician decided not to replace the lead and explained to the patient that they might need to do a lead revision down the road if there was inadequate coverage after spinal cord stimulator (scs) startup. There were no patient symptoms and was alive with no injury. The patient had a follow-up scheduled on the day of the report but did not show up. Follow-up at that time was not possible. More troubleshooting might need to be done at follow-up date. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2010 product type: lead. Product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4) product type: programmer, patient. Product ID: 37752, serial# (B)(4) product type: recharger. (B)(4).